Event description:
The customer contacted siemens to report that falsely depressed potassium test results were obtained for thirty patient samples from an atellica ch 930 analyzer. The customer reported that patients were given potassium due to the falsely depressed potassium test results. It is unknown if the initial and/or repeat test results were provided to the physician(s). The customer reported that control material test results were within acceptable limits. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that falsely depressed potassium test results were obtained from an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that a screw was missing on the dilution arm under the saline dilution manifold. The cse installed a new screw. The cse found crystallization on four probes and their drains. The cse cleaned the probes and drains. The cse also found crystallization around the rotary valve. The cse replaced the rotary valve and removed all remaining crystals. The cse calibrated potassium and ran quality control materials with acceptable results. The cause of the falsely depressed potassium test results is unknown. The failed rotary valve and crystallization are a contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.